Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the monitor reset during a pulse test. The cause for the pulse test failure was isolated to contamination on inter-pca connectors j1002 and j1003. Additionally, the insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca were shorted. The root cause for the contamination was ingress of an unknown liquid. The root cause for the shorted igbts could not be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.